Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that unexpected postoperative refractive treatment values in the right eye, with a manifest refraction spherical equivalent outcome was one diopter after refractive surgery. There are multiple related reports for this facility. This report addresses for patient¿s initials unk, right eye and other manufacturer reports will be filed.

Event description:
A healthcare professional reported that unexpected postoperative refractive treatment values in the right eye, with a manifest refraction spherical equivalent outcome was one diopter after refractive surgery. The patient not satisfied with results. There are multiple related reports for this facility. This report addresses for patient¿s initials (B)(6), right eye and other manufacturer reports will be filed.

Manufacturer narrative:
Additional information provided in b.5., d.9., h.3., h.6., and h.11. A review of the batch record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history review showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced and was successfully verified prior to and after the surgery date. Most recent technical site visit confirmed device met specifications as per service and installation record. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. The reported treatment could be identified in the logfile. The logfile shows that the reported treatment of right eye was performed successfully without interruptions. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. The root cause could not be identified conclusively based on provided information. The manufacturer internal reference number is: (B)(4).